Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon of ¿no image¿ was reproduced. It was determined that the loss of image occurred due to the disconnection inside the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿image disappeared¿ was confirmed. The device evaluation found no image problem was due to faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer that the images disappeared or become dark and vision suddenly disappeared on the 4k autoclavable camera head. The issue was found during preparation for use in an unknown diagnostic procedure. The intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event.